Event description:
The following allegation was reported to davol by the patient: the patient has alleged that in 2009 she was implanted with a bard flat mesh during an inguinal hernia repair procedure. The patient reports no issue with the mesh from 2009 to 2012. She alleges that starting in 2012 she began to experience pain in the area of the implant, worsening over time. Reportedly, the patient visited the emergency dept in (B)(6) 2014, due to the severity of the pain. The patient reports, that she was diagnosed with two hernias and underwent repair surgery on (B)(6) 2014. During the repair procedure, the patient states her surgeon told her the bard/davol flat mesh had "balled up" and was removed.

Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The patient alleges a hernia recurrence, which is a known possible adverse reaction listed in the IFU. A review of the manufacturing records show that the lot was manufactured to specification. Additionally, the explanted device was not returned for evaluation. It cannot be determined at this time if the source of the pain was caused by the reported "balled up" condition of the previously placed mesh, or was due to the hernia that presented. This MDR includes all patient, event and device info davol has received to date. If additional info is obtained a f/u MDR will be submitted.